Manufacturer narrative:
Additional narrative: the returned oxisensors were evaluated by a team of technical and clinical experts. The functionality of each oxisensor was tested. The hospital's claims of low readings could not be duplicated. In addition, all but five of the returned oxisensors were dissected so that each individual electrical component could be evaluated. No anomalies were observed that would result in inaccurate readings. Finally, the remaining five sensors were subjected to a clinical breath-down study. The study incorporates live human subjects who undergo clinically controlled desaturations to 70% spo2. During the desaturation, readings obtained with the test unit are compared to readings obtained with a known good system. Four of the oxisensors met all of npb's specifications for readings accuracy. One of these sensors was slightly out of specification, however, co's clinical test team has concluded that this would not result in the type of inaccuracies described by this hospital. Npb is unable to conclude with certainty the cause of the difficulties experienced at this hosp. Npb representatives have made multiple site visits to this facility and did not observe any readings inaccuracies. This hosp has not reported any additional occurrences of this type. Npb considers this matter to be closed.

Event description:
On 03 december 1997, nellcor puritan bennett (npb) received info alleging that between 20 november 1997 and 30 november 1997, there were ten incidents of lower than expected oxygen saturation readings associated with the use of lower than expected oxygen saturation readings associated with the use of npb model n-25r oxisensor ii's in the nicu. According to the hosp, the displayed oxygen saturation readings increased after the sensors were changed with new n-25's. The hosp has stated that there was no pt harm as a result of these readings discrepancies. As reported by the hosp, the following are the displayed oxygen saturation readings before and after the n-25r's were replaced with new n-25's: 1) displayed oxygen saturation with n-25r-64%, after changing with new n-25-95%, pt weight- 4.2 kgs. 2) displayed oxygen saturation with n-25r-67%, after changing with new n-25-99%, pt weight-627gms. 3) displayed oxygen saturation with n-25r-88%, after changing with new n-25-97%, pt weight- 4.2 kgs. 4) displayed oxygen saturation with n-25r-72%, after changing with new n-25-99%, pt weight-2.0 kgs. 5) displayed oxygen saturation with n-25r-69%, after changing with new n-25-89%, pt weight- 859 gms. 6) displayed oxygen saturation with n-25r-55%, after changing with new n-25-99%, pt weight- 910 gms. 7) displayed oxygen saturation with n-25r-74%, after changing with new n-25-99%, pt weight- 622 gms. 8) displayed oxygen saturation with n-25r-74%, after changing with new n-25-96%, pt weight-1080 gms. 9) displayed oxygen saturation with n-25r-70%-90%, after changing with new n-25-86%-96%, pt weight- 736 gms. 10) dsiplayed oxygen saturation with n-25r-78%, after changing with new n-25-96%, pt weight- 590 gms.